Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that few weeks after the right ventricular lead implant procedure, the lead exhibited high impedance, decreased in r waves, and high capture threshold. On (B)(6) 2019, the lead was capped and replaced. The patient was stable.